Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to vibratory alerts from the implantable cardioverter defibrillator. The device was discovered to be in backup operation. The device was successfully restored and reprogrammed with the initial parameters. The patient was in stable condition.